Event description:
N/a.

Manufacturer narrative:
Additional information - UDI # (B)(4). The device was not retuned for evaluation therefore failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The DHR review was not possible as the serial number xb091045 could not be located and no serial or lot number was provided during the course of complaint investigation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the knob of the a2079 mayfield infinity xr2 base unit was broken. There was no known patient contact or delay in surgery.